Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted to the intensive care unit into the hospital on (B)(6) 2021. Customer blood glucose level was 600 mg/dl when admitted to hospital. Customer stated that they had a symptoms like throwing up, stomach pain. The device will not be returned for analysis.